Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve (20461030) was selected for implant using a large flexnav delivery system (10965000). All steps were performed per instructions for use (IFU). A pre-balloon aortic valvuloplasty (bav) was performed with a 26mm non-abbott balloon. During the procedure it was noted that there was difficulty inserting the delivery system into the patient and the device could not advance past the femoral artery. The valve and delivery system were removed from the patient and the access site was dilated once more. A second attempt was made to advance the same valve and delivery system but was unsuccessful. The valve and delivery system were removed from the patient and inspected. It was observed that the valve capsule was driven over the base of the nose cone. A second 35mm navitor vision valve (20452395) and large flexnav delivery system (10962798) were prepared. After the second valve was loaded onto the second delivery system, it was noted that there was a small v-shaped defect at the distal end of the valve capsule. The second valve and delivery system were replaced with a third new 35mm navitor vision valve (20452266) and large flexnav delivery system (10965000) to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025, a 35mm navitor vision valve (20461030) was selected for implant using a large flexnav delivery system (10965000). All steps were performed per instructions for use (IFU). A pre-balloon aortic valvuloplasty (bav) was performed with a 26mm non-abbott balloon. During the procedure it was noted that there was difficulty inserting the delivery system into the patient and the device could not advance past the femoral artery. The valve and delivery system were removed from the patient and the access site was dilated once more. A second attempt was made to advance the same valve and delivery system but was unsuccessful. The valve and delivery system were removed from the patient and inspected. It was observed that the valve capsule was driven over the base of the nose cone. A second 35mm navitor vision valve (20452395) and large flexnav delivery system (10962798) were prepared. After the second valve was loaded onto the second delivery system, it was noted that there was a small v-shaped defect at the distal end of the valve capsule. The second valve and delivery system were replaced with a third new 35mm navitor vision valve (20452266) and large flexnav delivery system (10965000) to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and material deformation was reported. The device was returned to abbott for investigation. The valve capsule marker band was noted to have a deformation damage, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.